Event description:
Same case as #6000089-2005-00972. It was reported that 10 days after a coronary artery drug eluting stenting procedure, the patient expired. Target lesion 1 (24 mm long) was identified in the mid left anterior descending (mid lad) artery with 85% stenosis and a 3.0mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a taxus express2 8.8% 3.0 x32 mm drug eluting stent distally followed by a an overlapping 3.5 x 32mm taxus express2 8.8% drug eluting stent proximally, reducing stenosis to 0%. 8 days post index procedure but before hospital discharge, the patient underwent femoral popliteal bypass grafting. The patient was doing well from a cardiac standpoint during their operative and post course. However, due to the lack of adequate lower extremity perfusion, the patient was being prepared for trans-metatarsal amputation. 10 days post procedure the patient was found unresponsive without a pulse or cardiac rhythm. Resuscitation efforts were unsuccessful. Per physician summary, there was no evidence of mi throughout their post-operative course and there was no evidence of sudden closure of the stent. Asa and plavix were continued throughout their postop course. There was no autopsy. In the opinion of the physician the cause of death was asystole and coronary artery disease, and the relationship of the death to the target vessel is unknown.